Event description:
Investigation of a returned catheter revealed a handle leak.

Manufacturer narrative:
The initial complaint description received on (B)(6) 2010 of "error messages on generator that did not resolve until catheter was changed" did not meet adverse event reporting criteria. Investigation of the returned catheter revealed a handle leak which does meet adverse event reporting criteria. Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue. (B)(4).